Event description:
It was reported that the patient had a broken rod. The surgeon was considering surgery. No patient complications were reported.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. With the available information, a cause or contributing factor cannot be identified.